Event description:
Pt reported obtaining a result of 319 mg/dl, while using the suspect device. Pt indicated that she did not believe that this result was correct so she immediately performed 2 additional tests with results of 150 mg/dl, and 130 mg/dl. Pt indicated that she cannot recall what happened next, but she stated that her family member transported her to the hosp for treatment. Pt reported that she was given "a lot of i.v.'s," one of which contained magnesium. Pt was unable to provide any additional details of diagnosis or treatment. When asked if pt was treated for a blood glucose concern, she indicated that she was, as well as for other (unspecified) conditions. Pt's current condition: "feeling better, but still ill." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.